Event description:
Complainant alleges: during the functional testing, the balloon was inflated with 3 ml sterile water, and the incident was noted, as follows: balloon deflation and loss of fluid around the valve. The sample was not used in the pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.